Manufacturer narrative:
Device eval: the device has not been returned for eval/investigation. A f/u report will be submitted when the eval is completed. Eval, conclusions: a f/u report will be submitted when the eval is completed.

Event description:
The rotator broke when it was re-tightened to a guide catheter. It was reported that this happened two (2) times. No harm or injury reported. This is one of two reports: 9616662-2010-00055.